Event description:
It was reported that there were air bubbles in the patient line during automated peritoneal dialysis (apd) therapy on the homechoice (hc) device. The patient was connected for therapy and the hc was at ¿connect yourself¿. The patient then started the initial drain. The technical service representative (tsr) assisted the patient with ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.